Event description:
Sorin group USA received a report from a customer that the level sensor was always displaying a full level. This event was seen during priming with no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the level sensor. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report from a customer that the level sensor was always displaying a full level. A sorin group USA field rep was dispatched to the facility to evaluate the issue. The field representative confirmed the problem and sent the level sensor to sorin group for eval. This event was seen during priming with no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.